Manufacturer narrative:
Related components of device system: model number / catalog number: 720185-01, serial number: n/a, batch / lot number: 1000256095, model / catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient is having difficulty with the pump of his inflatable penile prosthesis (ipp). The patient stated that the pump is as hard as a rock and he has not been able to inflate it more than 3 or 4 times. The patient said that he returned with his physician and the dr. Was able to inflate the device, however, he has not been able to inflate it since then. Patient service specialist gave the patient trouble shooting techniques which the patient will try. No more information is available at the moment. If relevant information becomes available, it will be provided.

Event description:
It was reported that the patient is having difficulty with the pump of his inflatable penile prosthesis (ipp). The patient stated that the pump is as hard as a rock and he has not been able to inflate it more than 3 or 4 times. The patient said that he returned with his physician and the dr. Was able to inflate the device, however, he has not been able to inflate it since then. Patient service specialist gave the patient trouble shooting techniques which the patient will try. No more information is available at the moment. If relevant information becomes available, it will be provided. It was further reported that the patient has dexterity issues that difficulted the use of the device. After evaluation, it was determined that malleable would be the best option. The patient underwent a replacement surgery and his ipp was removed and replaced with a malleable prosthesis. Patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.